Event description:
Event occurred on an unspecified date regarding spinning spiros¿ where they reported that they have had a few cases where the luer connection didn¿t hold in place and fell off the syringe in a certain number of cases. There was unknown patient involved, and unknown patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. Additional reporter: (B)(6). The reported complaint of spiros disconnecting could not be confirmed. Without the return of the sample a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.